Event description:
It was reported that during continuous renal replacement therapy (crrt) using prismaflex st 150 set, treatment was discontinued without the extracorporeal blood being returned to the patient. The reporter stated that during the self-test of the dialysis machine, it "failed" five times after only 50 minutes of operation. It was reported that the patient received a blood transfusion. No clinical symptoms were reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
Additional information: h6, h11. The device was not received for evaluation; however, photographs and videos of the sample were provided for evaluation. Visual inspection of the photo and videos showed the presence of condensation droplets on the dialysate side of the filter. The presence of condensation in the filter during use is not abnormal; the blood is warm in the circuit (37 degrees) while the air is at room temperature, which can create condensation. The photos and the video showed that a several alarms were triggered. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.